Event description:
The customer reported that the device's alarm would intermittently function. There was no pt involvement as this was identified during routine testing on the technician's bench. This device was returned and evaluated and the customer's complaint was confirmed. It was discovered that the alarm component was functioning intermittently due to a defective solder joint on the alarm connection pin to the pc display board. The pc display board is not a respironics manufactured part.